Manufacturer narrative:
This report is associated with argus (B)(4), poligrip.

Event description:
Foreign body aspiration. Case description: this case was reported by a non-health professional via call center representative and described the occurrence of foreign body aspiration in a (B)(6) female patient who received gsk denture adhesive (formulation unknown) (poligrip) cream for denture wearer. Concurrent medical conditions included denture wearer and living in nursing home. On an unknown date, the patient started poligrip. On an unknown date, unknown after starting poligrip, the patient experienced foreign body aspiration (serious criteria gsk medically significant) and device difficult to remove. On an unknown date, the outcome of the foreign body aspiration was recovered/resolved and the outcome of the device difficult to remove was unknown. It was unknown if the reporter considered the foreign body aspiration to be related to poligrip. [Clinical course]: the patient, a resident of a senior nursing home, used poligrip. After dinner, when she forcibly removed her (partial) denture with residual sticky fixative on, the denture fell deep into the throat. As it fell down to the level invisible from outside, an ambulance was called. A forceps was used in an attempt to grab the denture, but the denture was so slippery and hardly captured. It was excruciating for her. As of the report, her problem was solved.